Event description:
Case description: the guide wire from a multi-med central line kit got stuck in the introducer needle during the procedure. The md was physically unable to remove the guide wire during the procedure. The patient went into arrhythmia (intermittent ventricular tachycardia) and the md team aborted.